Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was 800 mg/dl. Customer was treated with the insulin drip and manual injection or insulin pen for high blood glucose. Customer stated symptoms related to high blood glucose that were feeling sick or unwell and tired or weak. The ketone tests of the customer was moderate abnormal. Customer using insulin pump within 48 hours at the time of event. The insulin pump gave the pump error alarm. The insulin pump will not be returned for the analysis.